Event description:
Reporter received the er1 message more than a month ago. Reporter retested but does not recall result. Reporter stated that she "has never had a blood glucose as high as 500 (mg/dl)". Highest was 200 mg/dl.